Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test , excessive no delivery test and delivery accuracy test. The no delivery alarm functioning properly. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood sugar of 42 mg/dl and treated with food. The customer mentioned that they ran a high pressure test and the insulin pump did not alarm with a no delivery. The product is returning.